Event description:
Related MFR report number: 2017865-2023-38017. It was reported, that a patient to clinic for follow up. Device interrogation revealed, oversensing noise on the atrial and right ventricular (rv) leads. Insulation breach was suspected on the atrial lead. No changes or intervention was performed. The device will continue to be monitored. The patient condition was stable.